Event description:
On (B)(6) 2023, reporter had brain imaging done. When she was placed in MRI machine she stated she can feel the heat from the machine but no marks or injury but she started to convulse and feel disorientated so she told the radiology technician. She stated the radiologist said "you wanted this, didnt you?" And proceeded to put her back into the MRI machine. After the imaging was complete she said she still felt disorientated. She went home and 4-5 hours later she started to convulse again and started to develop symptoms pain, tingling, head pressure, head and legs jerking and head jolts. She plans to follow up with her doctor.

Event description:
Additional information received from reporter on 9/1/2023 for mw5145011. Reporter stated that her pain is continuing and she is still experiencing ringing in ears, ear pain, pain in brain, electrical jolts and spasms, and increasing pain.